Event description:
It has been reported to philips that the system would not turning on. The system was outside of clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that suite pc was failing. The suite pc has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not booting. Upon functional testing, fse found the suite pc not powering on. After the replacement of the suite pc, the system was returned to use in good working order. These codes were updated based on investigation outcome.